Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was not fitting. The customer¿s blood glucose at the time of incident was unknown. The customer reported that when the customer was trying to lock the clear cap of the infusion set, it was continuously spinning. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Inspected reservoir¿s snap-cap width dimension. Also using a new lab infusion set connect found reservoir's snap-cap too tight to connect/lock/release properly.